Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Customer consumed glucose tablets and soda to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high", although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.